Event description:
A customer reports electric shock while wearing their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock while wearing their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Customer complained for ¿sensor was giving micro shocks so customer removed it.¿. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned sensor was forwarded to extended investigation due to the customer complained that there were ¿micro shocks¿. During visual inspection, there was no evidence of the customer complaint. A visual inspection was performed using a digital microscope on the returned pcba (printed circuit board assembly) of returned sensor. No anomalies or evidence of burn marks were observed. The sensor was observed to be in state 8. An smu (source meter unit) test was performed using fixture to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck was moved into state 4(active paired). The puck was moved to a normal operation mode and was fully functional. The returned puck had an electrical current measured to be within specification ranges. A poise voltage test was performed and results were within specification. That proved that the sensor had no issues with electrical signal lines integral to the glucose reading process of the returned puck. Sensor thermistor testing was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification which indicated the puck's thermistor was fully functional. Both the poise voltage test and sensor thermistor testing were performed. On and off current tests were performed to determine if a component on the pcba was drawing excess current from the battery. On current and off current were both measured within the required specification ranges which indicated that the returned sensor was not drawing excess current from the battery in both the active and non-active state. The returned sensor passed all testing, and no evidence of product malfunction was observed during the investigation. There was no abnormal current consumption measurements observed during testing that caused in overheating or electrical shocks. The returned sensor functioned as intended, and no evidence of smoke, fire, or shock was observed during the investigation. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.